Event description:
Same case as MDR # 2134265-2013-06247 and MDR # 2134265-2013-06334. It was reported that during a percutaneous coronary intervention (pci), automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with the imaging catheter to visualize the lesion. During the procedure, mdu was unable to perform automatic pullback. No complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).